Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that a (B)(4) patient had a red skin irritation under all of the electrodes. The patient's doctor prescribed a salve but it was reported that the salve did not help the irritation. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.